Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call of receiving threshold suspend alarms and was not able to clear. Customer had low blood glucose of 40 mg/dl and was not feeling well. Customer treated low blood glucose with fruit and was able to elevate blood glucose to 126 mg/dl. Customer was able to clear alarm.